Manufacturer narrative:
As a result of this malfunction, surgical intervention was required to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The implant loss will be reported separately via asr. The tip of the insertion instrument fractured and is torqued.

Event description:
In this event it was reported that a dentist placed an ankylos plus implant on (B)(6) 2012 in. When he tried to remove the adapter placed in the cover screw of the implant, the tip of the ankylos insertion instrument fractured. The fractured tip stuck in the adapter. In order to complete the surgery he removed the complete implant and replaced it with a new one. By doing this the dentist was able to complete the surgical treatment as planned.